Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork has not been completed. Further investigation is being conducted. Gore excluder devices associated with this event: pxt261216/(B) (4) and pxc121000/(B) (4) (refer to MFR report # 2953161-2010-00119).

Event description:
On (B) (6) 2006, the patient was implanted with a gore tag thoracic endoprosthesis to treat a 4.5 cm saccular aneurysm of the descending thoracic aorta. Calcification was noted within the aorta and access vessels. The patient tolerated the procedure. On (B) (6) 2010, the patient was treated for an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. The patient did well during the procedure, but there was no pulse in the right leg upon closing. An endarectomy was performed on the right side. Neither the iliac artery nor the aorta was ruptured; however, the patient expired. The cause of death is unk. An autopsy was not performed.